Manufacturer narrative:
Insulin pump received with a detached end cap and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that his insulin pump fell off the shelf and the bottom part came off. Customer stated that the location of the damage is where the drive support cap is. Nothing further was reported.